Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia"), genital haemorrhage ("excessive abnormal bleeding"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea") and pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. A20053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("mood changes"), hot flush ("hot flashes") and night sweats ("night sweats"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy") with pruritus and rash. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular heavy periods"), loss of libido ("loss of libido"), abdominal distension ("bloating"), migraine ("migraine headaches"), constipation ("constipation"), panic attack ("panic attacks"), mood swings ("mood swings"), depression ("depression"), weight fluctuation ("weight fluctuation"), fatigue ("fatigue") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with diphenhydramine hydrochloride (benadryl), surgery (total hysterectomy, salpingectomy, d&c and ablation) and surgery (diagnostic hysteroscopic and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, pelvic pain, mood altered, hot flush, night sweats, allergy to metals, weight increased and vitamin d deficiency had resolved and the menometrorrhagia, loss of libido, abdominal distension, migraine, constipation, panic attack, mood swings, depression, weight fluctuation and fatigue outcome was unknown. The reporter considered abdominal distension, allergy to metals, constipation, depression, dysmenorrhoea, fatigue, genital haemorrhage, hot flush, loss of libido, menometrorrhagia, menorrhagia, migraine, mood altered, mood swings, night sweats, panic attack, pelvic pain, vaginal haemorrhage, vitamin d deficiency, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 117.007 kgs. Hysterosalpingogram - on (B)(6) 2013: bilateral occlusion ;normal position of coils ultrasound scan - on (B)(6) 2014: no etiology identified to explain the pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menometrorrhagia, menorrhagia, genital haemorrhage, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Lot number added (a20053). Events added: mood changes, hot flashes, night sweats, vaginal bleeding, menorrhagia, nickel allergy, dysmenorrhea, pelvic pain, weight gain and vitamin d deficiency. Previous event itching amended as symptom for nickel allergy. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia"), genital haemorrhage ("excessive abnormal bleeding"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea") and pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. A20053) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("mood changes"), hot flush ("hot flashes") and night sweats ("night sweats"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy") with pruritus and rash. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular heavy periods"), loss of libido ("loss of libido"), abdominal distension ("bloating"), migraine ("migraine headaches"), constipation ("constipation"), panic attack ("panic attacks"), mood swings ("mood swings"), depression ("depression"), weight fluctuation ("weight fluctuation"), fatigue ("fatigue") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with diphenhydramine hydrochloride (benadryl), surgery (total hysterectomy, salpingectomy, d&c and ablation), surgery (total hysterectomy, salpingectomy, d&c and ablation), surgery (total hysterectomy, salpingectomy, d&c and ablation), surgery (diagnostic hysteroscopic and ablation) and surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, pelvic pain, mood altered, hot flush, night sweats, allergy to metals, weight increased and vitamin d deficiency had resolved and the menometrorrhagia, loss of libido, abdominal distension, migraine, constipation, panic attack, mood swings, depression, weight fluctuation and fatigue outcome was unknown. The reporter considered abdominal distension, allergy to metals, constipation, depression, dysmenorrhoea, fatigue, genital haemorrhage, hot flush, loss of libido, menometrorrhagia, menorrhagia, migraine, mood altered, mood swings, night sweats, panic attack, pelvic pain, vaginal haemorrhage, vitamin d deficiency, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 117.007 kgs. Hysterosalpingogram - on (B)(6) 2013: bilateral occlusion ;normal position of coils ultrasound scan - on (B)(6) 2014: no etiology identified to explain the pain concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menometrorrhagia, menorrhagia, genital haemorrhage, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menometrorrhagia ("irregular heavy periods"), loss of libido ("loss of libido"), abdominal distension ("bloating"), migraine ("migraine headaches"), constipation ("constipation"), panic attack ("panic attacks"), mood swings ("mood swings"), depression ("depression"), pruritus ("itching"), weight fluctuation ("weight fluctuation") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy on (B)(6) 2017). At the time of the report, the genital haemorrhage, menometrorrhagia, loss of libido, abdominal distension, migraine, constipation, panic attack, mood swings, depression, pruritus, weight fluctuation and fatigue outcome was unknown. The reporter considered abdominal distension, constipation, depression, fatigue, genital haemorrhage, loss of libido, menometrorrhagia, migraine, mood swings, panic attack, pruritus and weight fluctuation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.